Event description:
According to the available information this inflatable penile prosthesis removed/replaced on (B)(6) 2021 due to torn tubing above pump.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. Partial separations within abrasion were noted on the shorter exhaust tube and inlet tube of the pump. These were not sites of leakage. Abrasion was also noted on the longer exhaust tube of the pump. A separation was noted on the longer exhaust tube at the tube/strain relief junction. This was a site of leakage. The surfaces of the separation appeared to be rough and irregular, indicating stress was exerted. A group of striations, indicating contact with unshod instrumentation, was noted on the exhaust tube of cylinder 1. This was a site of leakage. Abrasion was noted on the exhaust tube of cylinder 1. A separation was noted in the bladder of cylinder 2. This was a site of leakage. The surfaces appeared to be jagged and rough, indicating contact with unshod instrumentation. Partial separations within abrasion were noted on the exhaust tube of cylinder 2. This was not a site of leakage. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the longer exhaust tubing near the tube/strain relief junction of the pump. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the exhaust tube of cylinder 1 and bladder of cylinder 2 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or subsequent to explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. D4 lot # 1672526.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to torn tubing above the pump. No other adverse patient effects were reported.